Manufacturer narrative:
(B)(4).

Event description:
The surgeon was implanting an aq2010v model lens but it flipped as it was being ejected out of the cartridge. Part of the lens went into the eye and was removed with no patient injury. It was unknown if the lens was damaged.